Manufacturer narrative:
The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that during a vascular stenting procedure for the treatment of an aneurysm, the proximal portion of the vascular stent twisted upon deployment; therefore, an angioplasty was performed to open the twisted vascular stent. An add'l stent was deployed inside the twisted section of the vascular stent successfully. There was no reported pt injury.